Event description:
It was reported that there was low flow in the arctic sun device. They were receiving alert 01 with size small arctic gel pads. Ms&s walked them through disconnect and reconnect. All lines were straight with no bends or kinks. Flow was 1.9 l/m for about 30 seconds. There was an alert 02 and alert 01. Patient was 37.7c, outlet monitor temperature (t1) was 6.4c, outlet control temperature( t2) was 6.5c, inlet temperature (t3) was 17.2c, chiller temperature (t4) was 4.8c, water flow rate was 0 l/m, inlet pressure was -7 psi,circulation pump command was 100%, mixing pump command was 0, and water reservoir level was 5. System hours were 10867.7 and pump hours were 9109.2. Ms&s advised to send device to biomed to evaluate circulation pump.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was low flow in the arctic sun device. They were receiving alert 01 with size small arctic gel pads. Ms&s walked them through disconnect and reconnect. All lines were straight with no bends or kinks. Flow was 1.9 l/m for about 30 seconds. There was an alert 02 and alert 01. Patient was 37.7c, outlet monitor temperature (t1) was 6.4c, outlet control temperature( t2) was 6.5c, inlet temperature (t3) was 17.2c, chiller temperature (t4) was 4.8c, water flow rate was 0 l/m, inlet pressure was -7 psi,circulation pump command was 100%, mixing pump command was 0, and water reservior level was 5. System hours were 10867.7 and pump hours were 9109.2. Ms&s advised to send device to biomed to evaluate circulation pump.